Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; "peri-implant fluid".

Event description:
Healthcare professional reported "patient presenting hardening of the left implant on physical examination with peri-implant fluid on breast ultrasound (baker 3)", "small amount of anechoic fluid in the peri-implant silicone space (intracapsular)", "isolated oval cysts smaller than 10 mm." And "capsular contracture" confirmed via ultrasound and mammogram. Affected side is left. Device remains implanted.